Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information. The bmw elite is being filed under a separate MFR number.

Event description:
It was reported that during an interventional procedure to the calcified, mid-left main anterior descending artery with radial access, a 014 hi-torque balance middleweight wire (bmw) elite 190 cm guide wire was passed. A non-abbott stent was deployed. Post-dilatation was performed with a 2.75 x 15 mm nc trek. When the nc trek was being withdrawn, resistance was felt over the bmw elite. The balloon was inflated and deflated and upon withdrawal, the yellow proximal wire identifier of the bmw elite fell off. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned nc trek dilatation catheter noted no blood or contrast visible and the balloon was tightly folded. The guide wire used in the procedure was returned with blood and contrast on the coils consistent with use of the device. There was corrosion on the tipball. There were offset and overlapped proximal coils for a length of 2.5 mm proximal to the solder. The tip was in a slight hook shape. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The outer diameters of the guide wire and inner diameter of the catheter were measured and met manufacturing criteria. The tip of the guide wire was tugged on to confirm the core and was intact. The tipball of the guide wire completely corroded off during the analysis. The reported difficulties were unable to be confirmed as the guide wire was back loaded through the nc trek and there was no resistance noted. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. All dilatation catheters are visually inspected and checked for proper guide wire movement on the manufacturing line.